Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
Patient had undergone a successful deployment of a 6f celt on (B)(6) 2019. It was noted at the time a hematoma which was resolved uneventfully. On (B)(6) 2019 patient presented to the hospital for a further procedure (aif). On this occasion the doctor used a 6f access sheath through the right common femoral artery and using a crossover technique used a 014 guidewire from the right groin and down the common femoral artery past the celt which was present at the bifurcation of the superficial and profunda femorus on the left side. Despite multiply attempts using various 5f sheaths, laser catheters and angioplasty balloons, it was not possible for the physician to pass the stenosis at the site of the implanted celt. On the x-ray provided, further stenosis is evident along the length of the profunda femoris artery. During the procedure the patient apparently thrombosed the right iliac artery and an infusion catheter was inserted in order to commence a thrombolytic drip (tpa). Due to the severity of the stenosis, the patient was referred for surgical repair of the site of the stenosis which appears to extend for about 2cm beyond the site of the implanted celt. On (B)(6) 2020 it was reported that patient's stenosis was fixed by vascular surgery, patient recovered well.